Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device resulting in tissue damage appears to be due to user technique/procedural conditions. The difficult or delayed positioning was due to patient¿s anatomy in conjunction with user technique/procedural circumstances. The poor image resolution was due to procedural circumstances. The cause for reported unchanged mitral regurgitation (mr) and heart failure could not be determined. The death was due to heart failure. The reported patient effects of mitral valve tissue damage, death, mitral regurgitation and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture. Two days after the procedure, the patient expired due to heart failure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4+. The clip delivery system (cds) was advanced to the mitral valve but there was difficulty grasping the leaflets due to visualization. The valve was dynamic as there was calcification all around, on the leaflets, annulus and chords. During a grasping attempt, the clip became caught on chordae. Troubleshooting was performed and the clip was freed, and the clip was deployed, but it was noted that chordae had torn. A second ntr cds was advanced but the physician decided to use a bigger clip; therefore, the ntr clip was removed. An xtr clip was deployed without issue but mr remained at 4+. On (B)(6) 2020, the patient died due to heart failure. The physician reported that the patient was in very poor condition and that the leaflet might have been damaged prior to the procedure and that the clip could have worsened the tear. No additional information was provided.